Event description:
It was reported that the access doors did not remain secure when the stretcher was slightly shaken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.